Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the field service engineer (fse) could not duplicate the issue but reconnected all connectors for the biometric identifier. The fse tested the station in diagnostics, and the customer tested the station in the medical application. The system functioned as intended after the field service engineer assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier was slow. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.